Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2015-03689 / 2015-03690 / 2015-03691 / 2016-01088). Not returned by attorney.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reports that a revision procedure took place on (B)(6) 2015 due to patient allegations of infection and a pseudotumor. The patient was alleged to have received temporary prosthetics during the revision procedure. Review of invoice history confirmed the initial surgery date and that a revision procedure occurred on (B)(6) 2015. The modular head was removed and replaced with a constrained head and acetabular liner during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received reported metal on metal wear as an additional reason for revision. It was further reported that patient underwent a reimplantation procedure on (B)(6) 2015. The procedure was completed with competitor product.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reports that a revision procedure took place on (B)(6) 2015 due to patient allegations of infection and a pseudotumor. The patient was alleged to have received temporary prosthetics during the revision procedure. Review of invoice history confirmed the initial surgery date and that a revision procedure occurred on (B)(6) 2015. The modular head was removed and replaced with a constrained head and acetabular liner during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received reported metal on metal wear as an additional reason for revision. It was further reported that patient underwent a reimplantation procedure on (B)(6) 2015. The procedure was completed with competitor product. Operative report received for (B)(6) 2015 revision procedure noted osteolysis, loosening of the acetabular component, infection and the removal of a pseudotumor. During the procedure, all components were removed and replaced. A competitor stem was used, and the constrained liner was cemented directly into the patient's acetabulum.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 2 states, ¿early or late postoperative, infection, and allergic reaction.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2015-03689 / 03690 / 03691).

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reports that a revision procedure took place on (B)(6) 2015 due to patient allegations of infection and a pseudotumor. The patient was alleged to have received temporary prosthetics during the revision procedure. Review of invoice history confirmed the initial surgery date and that a revision procedure occurred on (B)(6) 2015. The modular head was removed and replaced with a constrained head and acetabular liner during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.